Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. A correction bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified that pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Device not returned.